Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-45, lot# va02scq, implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3487a-45, lot# va03l8v, implanted: (B)(6) 2012, product type lead; product ID 97791, product type accessory; product ID 97791, product type accessory; product ID 97791, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the stimulation was in the right place but longer had relief. It was noted that the patient ¿wanted it out.¿ it was noted there was a loss of therapeutic effect. It was noted patient symptoms included less than 50% therapy relief. It was further noted that an explant was planned. Additional information received reported that it was ¿just for disposal.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was explanted without difficulty and the patient was being worked for "fusion."

Manufacturer narrative:
Analysis of neurostimulator model 37701 rx1, serial # (B)(4) showed no significant anomalies and was functionally okay with good stable output observed. Analysis of lead model 3487a-45, lot # va02scq showed no significant anomalies. Analysis of lead model 3778-60, serial # (B)(4) showed no significant anomalies. Analysis of lead model 3487a-45, lot # va03l8v showed no significant anomalies. Analysis of extension model 37082, serial # (B)(4) showed no significant anomalies. Analysis of the 3 returned anchors, models 97791, showed no anomalies

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.